Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to perform a pump reset, after which the cgm error code did not reappear, and the caller successfully started their sensor session.